Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4/page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) reached 6 g/l (46.47 mmol/l) (600 mg/dl) and that from 7:00 am to 10:30 am the patient gave three correction boluses of 10 units of insulin. The patient also reported that she went to the emergency room (ER) for 12 hours and was released from the hospital with bg reading at 3 g/l (23.235 mmol/l) (300 mg/dl). Two hours later her bg levels were 1.80 g/l (13.941 mmol/l) (180 mg/dl). The pod was worn longer than 48 hours. There was no further information regarding the ER visit or to the patient¿s treatment.

Manufacturer narrative:
The returned device was evaluated and found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels.